Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had to moisture in the battery compartment. The customer has a blood glucose level was 10.5 mmol/l at the time of the call. The customer states that there is fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube corroded. The insulin pump was unable to perform operating current or battery out limit due to blank display. No moisture damage on keypad traces, electronic, motor, vibrator assembly during visual inspection. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corner and missing end cap sticker.